Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakage was at quick release. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6007047 have already been previously tested in the complaint (B)(4) on 01/apr/2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report complaint (B)(4) complaint test report. Attached in this record. Device history record (DHR) review: the lot 6007047 was manufactured according to the work instruction (wi) version 79 and packaging in the multivac 12, on 10/may/2024, with a total of (B)(4) units. Assembly DHR review: the lot 4e01694 was manufactured according to the wi version 27 assembled in the quickset line, on 09/may/2024, with a total of (B)(4) units. The lot 4e00796 was manufactured according to the wi version 27 assembled in the quickset line, on 05/may/2024, with a total of (B)(4) units. The lot 4e02097 was manufactured according to the wi version 27 assembled in the quickset line, on 12/may/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4d05756 was manufactured according to the wi version 41 in the gluing machine 4 & 8 on 04/may/2024, with a total of (B)(4) units. The lot 4b05005 was manufactured according to the wi version 41 in the gluing machine 4 & 8 on 25/feb/2024, with a total of (B)(4) units. The lot 4e00098 was manufactured according to the wi version 41 in the gluing machine 4 on 01/may/2024, with a total of (B)(4) units. The lot 4e02009 was manufactured according to the wi version 41 in the gluing machine 4 & 8 on 11/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 12/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6007047 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.